Event description:
The customer was hospitalized for dka. The customer had called about 2 different alarms on the pump a few days prior to hospitalization. Troubleshooting was performed and the pump passed functional tests. In addition, they are being sent a replacement pump. The customer stated that they are still receiving an alarm on their replacement pump. Troubleshooting was also performed and pump passed tests. The customer was advised to try a different type of infusion set. The customer states that they're currently on manual injections and will try another type of set.